Manufacturer narrative:
(B)(4). Date sent: 5/15/2024. Additional information was requested, and the following was obtained: 1. Provide the specific number of patient events: surgeon stated that each time he uses cdh29p he has this issue. No specific number of patients was stated. 2. Did the event occur during one or multiple patient procedures? Surgeon stated this issue happens each time he uses cdh29p. 3. What is the total number of procedures? Surgeon did not provide a specific number of procedures. 4. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). This was the first time this event has been reported to ethicon. 5. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). There are too many incidents where this occurrence has taken place since the introduction of ethicon devices at this facility which started in january 2018.

Manufacturer narrative:
(B)(4). Date sent: 5/20/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 5/1/2024. D4 batch # unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during an unknown procedure when the surgeon was trying to remove the ancillary trocar from the anvil of the powered circular stapler he experienced extreme difficulty. No patient harm.

Manufacturer narrative:
(B)(4). Date sent 6/21/2024. Correction: the device for this file was received and reported under mwr# 3005075853-2024-03697.